Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the item was destocked by the system. A technical support specialist (tss) reviewed the transaction logs and identified that bin 03 05 for tramadol had been deassigned by the system. The tss informed the user that a pharmacy administrator would need to manually reassign the item to the cabinet. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, item destocked by the system. User tried to issue an item (tramadol 50 mg tab) from drawer 3, and it was automatically ejected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.